Manufacturer narrative:
E1 initial reporter establishment name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had no ultrasound image. The issue occurred during a therapeutic procedure during sedation device inside patient. The procedure was successfully completed with an olympus similar device. There were no reports of patient harm.